Event description:
This male pt (age unk) was presented to the interventional lab for an angioplasty procedure of the left superficial femoral artery. The vessel was described as severely calcified and moderately tortuous. A 95% stenosis was present. There is no info as to where the physician made access to the pt, or what size sheath was used. The info received states that the physician accessed the lesion easily with a guidewire and the balloon crossed the lesion without difficulty. Upon inflation with an indeflator, the balloon ruptured at 15 atmospheres. The balloon was safety removed from the pt and the procedure was successfully completed. There was no reported injury to the pt.